Event description:
The patient experienced increased spasticity, underdose symptoms and less than 50% therapy relief. The patient had an episode of baclofen withdrawal in the past month and was hospitalized to treat the withdrawal symptoms that were present. The logs were checked and x-rays performed. The cause of the issue was not determined. At the intended replacement of the device, there was a yellow fluid noted in the pump pocket that was suspicious of infection and drainage at the incisional wound opening. There was a yellow substance seen in the catheter connector. There was a yellow/white substance in the pocket entangled with a loop of catheter. No flow from the catheter was seen in the operating room (or). The old mesh pouch was ¿melting¿ into the pocket and had to be removed completely. The pump and catheter were explanted on (B)(6) 2014. The device will be replaced in the future. The patient was hospitalized to treat the withdrawal symptoms that were present before the operation and for treatment of the infection. The patient status at the time of this report was alive with injury. The initial gram stain was negative. The cultures are still in process. It was not determined what the cause of withdrawal was but it was not cerebrospinal fluid (csf) from the catheter. No other trouble shooting was done aside for catheter access port (cap) test that had no csf flow prior to the operating room (or) procedure. The patient was in the hospital and doing well without signs of withdrawal. The pump was delivering lioresal.

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump revealed ¿no anomaly found¿. The catheter was returned in 4 segments. Analysis of the catheter revealed ¿dried drug, blood, or foreign material¿.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter; product ID 8590-1, serial# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.